Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 05/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators confirmed the text on the display screen is dim/faded and discolored upon start up and difficult to read. Replaced faded display with test display and the test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Investigators completed the testing with test display. The display screen was scratched. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn.